Event description:
Patient was on venoarterial extracorporeal membrane oxygenation (va-ECMO) support. On day 4 the patient was weaning from support as they were about to be discontinued from needing ECMO. During a trial turndown of support the circuit color turned dark red indicating no oxygenation being contributed via the novalung device. The post oxy gas was 80 mm of hg on 60% via the novalung device. The oxygen on the device was increased to 100% and the patient was set back a few days to recover from this event. Instead of separating from the ECMO circuit the patient continued on support with novalung gas parked at 100% fio2. Also, the post oxy gases were drawn every 2 hours resulting in variable results from 89 up to 230. This problem with the device resulted in a deviation of practice from our normal patients as the device was failing the patient.